Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a medically complex patient coded and did not respond to escalating doses of epinephrine being administered on the bd alaris large volume pump module. As part of the hospital¿s internal investigation, the "rady" team is exploring all options including possible pump malfunction. Additional details of the event were as follows: drug name: epinephrine. Concentration: 20mcg/ml. Doses: 0.04-0.1 mcg/kg/min. Bd learned the following information from due diligence. The customer currently does not believe that the alaris device malfunctioned. Further patient details were provided as follows: "stable all day, then became hypotensive; switched epi conc earlier that day, requested another drip; multiple other interventions given. 4-10 ICU note: - had another hypotensive event early morning. Required increase in epinephrine gtt to max 0.1 mcg/kg/min, started dopamine gtt and vasopressin up to 1 mu/kg/min. Improved hemodynamics later this morning, and was able to wean on the epinephrine, dopamine and vasopressin accordingly. As stated above, the patient was also started on additional vasoactive infusions such as dopamine and vasopressin for the hypotension. He was also given 3 doses of diluted epi which amounted to about 1/5 a code dose each. We also ordered t3 and methylene blue but ended up not giving these 2 medications. The patient remains inpatient but after the hypotension episodes that night, the patient's hemodynamics were much more stable in the morning and has since been weaned off all vasoactives." There were also the following infusions noted for the event: amiodarone 5 mg/kg/day, calcium chloride 2.5 mg/kg/hr, cisatracurium 0.2 mg/kg/hr, dexmedetomidine 1 mcg/kg/hr, epinephrine 0.05 mcg/kg/min, fentanyl 1 mcg/kg/hr, furosemide 0.3 mg/kg/hr, vasopressin 0.3 milliunits/kg/min.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the report of possible pump malfunction was not able to be confirmed or replicated. Inspection and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pcu device could not be performed because the device was not returned for investigation. Inspection and testing of the incident administration could not be performed to determine if any issues existed with the primary set check valve since the incident administration was not returned for investigation. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Log review could not be performed because the devices and their associated logs were not returned for investigation. The facility provided an infusion knowledge portal (ikp) report of the pcu, detailing the infusions conducted on april 10th, 2025, from 2:57 am to 3:28 am; however, the ikp data does not include keystroke programming and has not been validated for log analysis purposes. The ipk analysis confirmed a programmed infusion from 2:57 am to 3:28 am using the guardrails drug epinephrine under the profile ¿pediatrics.' According to the infusion knowledge portal (ikp) record, the continuous infusion was programmed on april 10th, 2025, at 2:57 am with a rate of 0.9 ml/h, a dose of 0.1mcg/kg/min, a concentration of 20mcg/ml, a drug amount of 20 mg, and a vtbi of 11ml. At 3:28 am, the infusion dose stopped after a total volume reported of 11 ml had been infused; however, this volume was an accumulated amount from previous programmed infusions. This infusion appears to be programmed as reported by the facility. Root cause the root cause of the reported possible pump module malfunction could not be determined. Inspection, log analysis and laboratory testing of the devices and administration set could not be performed because they were not returned for investigation. Based on review of the provided ikp logs the system appears to have been programmed as reported.

Event description:
It was reported that a medically complex patient coded and did not respond to escalating doses of epinephrine being administered on the bd alaris large volume pump module. As part of the hospital¿s internal investigation, the "rady" team is exploring all options including possible pump malfunction. Additional details of the event were as follows: drug name: epinephrine. Concentration: 20mcg/ml. Doses: 0.04-0.1 mcg/kg/min . Bd learned the following information from due diligence. The customer currently does not believe that the alaris device malfunctioned. Further patient details were provided as follows: "stable all day, then became hypotensive; switched epi conc earlier that day, requested another drip; multiple other interventions given. 4-10 ICU note: - had another hypotensive event early morning. Required increase in epinephrine gtt to max 0.1 mcg/kg/min, started dopamine gtt and vasopressin up to 1 mu/kg/min. Improved hemodynamics later this morning, and was able to wean on the epinephrine, dopamine and vasopressin accordingly. As stated above, the patient was also started on additional vasoactive infusions such as dopamine and vasopressin for the hypotension. He was also given 3 doses of diluted epi which amounted to about 1/5 a code dose each. We also ordered t3 and methylene blue but ended up not giving these 2 medications. The patient remains inpatient but after the hypotension episodes that night, the patient's hemodynamics were much more stable in the morning and has since been weaned off all vasoactives." There were also the following infusions noted for the event: amiodarone 5 mg/kg/day, calcium chloride 2.5 mg/kg/hr, cisatracurium 0.2 mg/kg/hr, dexmedetomidine 1 mcg/kg/hr, epinephrine 0.05 mcg/kg/min, fentanyl 1 mcg/kg/hr, furosemide 0.3 mg/kg/hr, vasopressin 0.3 milliunits/kg/min.